Event description:
While injecting at high pressure during a left ventriculogram, the high pressure tubing disconnected from the pressure injector. The doctor's gown was sprayed. There was no pt or clinician harm or injury as a result of this event.